Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose was 245 mg/dl. Customer and his endocrinologist requested for insulin pump replacement. Customer stated he and endocrinologist are worried that the insulin pump maybe not functioning. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test due to faulty fsr(gold).minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads,stained address/serial number label and stained end cap sticker.